Event description:
It was reported that a cartridge connected outside of the ilet leaked. This aligns with a device leak involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of the information provided by the user. Investigation of this case revealed leakage related to the seal, consistent with a leak/splash issue at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user received education on the correct connection procedure and expressed confidence in implementing the correction.